Event description:
Reference number: (B)(4). Event occurred in united states. It was reported that patient faced an infusion set cannula kinked event on 02-apr-2025. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for two days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.